Manufacturer narrative:
Attempt to obtain additional information are being made. Should additional information be made available, this report will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this pacemaker exhibited loss of capture. It was reported that this patient received the pacemaker due to third degree block. After implant and two days later the patient continued to have a slow heart rate. Subsequently, the patient underwent a revision procedure and a new device was implanted and the patient's heart rate increased. No adverse patient effects were reported. This product was removed from service.

Event description:
--